Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The completion of the clinical assessment determined the stent graft thrombosis is unconfirmed due to a lack of relevant medical imaging and records from the reported event timeframe. This event is most likely user related as the initial procedure is off label due to severe arterial disease with thrombus and complete occlusion from distal aorta to bilateral iliacs. Procedure related harms for this complaint could not be determined. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: device code: remove code 3190 h6: result code: remove code 3221 h6: conclusion code: remove code 11 device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately one (1) years post initial procedure, the patient presented with thrombosed afx graft, from infra-renal aorta to common femoral arteries. Bilateral open thrombectomies were performed and an ovation iliac extension was placed in the afx graft body to trap the residual clot. Thrombosis from unknown origin and no mechanical or anatomical reason for clotting was reported. The patient is doing great and was discharged on (B)(6)2019. Additional information: pre-existing severe occlusive arterial disease was identified therefore this is outside the indications of use (off-label).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately one (1) years post initial procedure, the patient presented with thrombosed afx graft, from infra-renal aorta to common femoral arteries. Bilateral open thrombectomies were performed and an ovation iliac extension was placed in the afx graft body to trap the residual clot. Thrombosis from unknown origin and no mechanical or anatomical reason for clotting was reported. The patient is doing great and was discharged on (B)(6) 2019.